Event description:
International customer reported that the locking plate mechanism did not function after 13 days of use. The device was removed from service and exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 03/18/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.